Manufacturer narrative:
Initial reporter occupation: agent. Investigation evaluation: in the 2 photos provided, photo 1 confirmed the report showing a leak from a pinhole in the proximal end of the balloon material. Photo 2 shows the product labeling, confirming the product and lot number as reported. Our laboratory evaluation of the product said to be involved also confirmed the report. A functional test was performed on the returned device. A cook quantum biliary inflation device (qbid-1) was filled with water and attached to the balloon inflation port and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated. The balloon would not hold pressure, and water was found to be leaking from a pinhole near the proximal end of the balloon material. An examination of the gold bands near the distal and proximal ends of the balloon showed no roughness. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record was reviewed. The device history record contains nonconformances that could potentially be related to this complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. It is unknown if negative pressure or lubrication were applied to the balloon prior to advancement through the endoscope accessory channel. A contributing factor to a pinhole in the balloon material is failure to apply negative pressure and lubrication to the balloon prior to advancement. The instructions for use advise the user: "create and maintain a vacuum with the inflation device." This activity will aid in balloon advancement and preservation. The instructions for use direct the user: "apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel." This activity will aid in endoscopic advancement and balloon preservation. A leakage in the balloon can also occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor for leakage is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Initial reporter occupation: agent. Investigation evaluation: in the 2 photos provided, photo 1 confirmed the report showing a leak from a pinhole in the proximal end of the balloon material. Photo 2 shows the product labeling, confirming the product and lot number as reported. The device history record was reviewed. The device history record contains nonconformance's that could potentially be related to this complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It is unknown if negative pressure or lubrication were applied to the balloon prior to advancement through the endoscope accessory channel. A contributing factor to a pinhole in the balloon material is failure to apply negative pressure and lubrication to the balloon prior to advancement. The instructions for use advise the user: "create and maintain a vacuum with the inflation device." This activity will aid in balloon advancement and preservation. The instructions for use direct the user: "apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel." This activity will aid in endoscopic advancement and balloon preservation. A leakage in the balloon can also occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor for leakage is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook quantum ttc biliary balloon dilator. The physician detected the balloon could not inflate properly during a duodenal papilla dilation. The device was retracted from the patient and a leaking issue was detected. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.